Manufacturer narrative:
(B)(4). D10: cat# 00875705201 lot# 65702777 52mm o.d. Size ii porous uncemented with cluster holes shell use with ii liners. Cat# 00625006530 lot# j7393439 bone screw self-tapping 6.5 mm dia. 30 mm length. Cat# 00811400100 lot# 65632785 femoral stem 12/14 neck taper standard offset size 1 130 mm stem length. G2: foreign: united kingdom. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 1 year later due to recurrent dislocations. It was reported that no further information is available.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d9; g3; h2; h3; h6. Visual review of the liner confirms item and lot etch identification. Liner was returned seated in the shell. Anti rotation scallops, inner spherical surface, and rim face show indentations and deformation damage. Tool mark / cut with stress marks are noted in the inner spherical surface from possible attempt to remove liner from shell in field. Tool marks are also noted around the rim and anti-rotation scallops. No other damage was noted. Liner was unable to be measured due to being seated in the shell and damage. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.